Event description:
After storage, cracks all over the bag were noticed. The bag was filled with 100ml volume and stored in metal cassettes in liquid nitrogen. The product was infused, sterility control was negative, patient engrafted after transplantation.